Event description:
It was reported that the ventilator generated a technical error code indicating opened safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating opened safety valve. Our field service engineer has investigated the reported machine on site. The o2 sensor cable was replaced to resolve the issue, and sent back for technical investigation. The returned o2 sensor cable has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 3 days. It passed another pre-use check after the ventilation. The reported issue could not be reproduced. However, it was noticed by visual inspection that the connector for the o2 sensor cable was contaminated with unknown liquid. No further investigation is needed since ingress of liquid/corrosive substance on electronic parts can cause failure/short circuits which might lead to a ventilator malfunction e.g. Technical errors, alarms, failed test during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).